Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, it is likely that the high-frequency treatment device was used without maintaining a sufficient distance from the tip during use, therefore leading to the reportable malfunction. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the bronchovideoscope¿s distal end tip and charge-coupled device (ccd) were found to be severely scorched and broken. Additionally, a b30 communication error was observed. No patient was involved.